Event description:
The device was returned for a bubble detector failure. This was unable to be reproduced during testing. Device was put through mock infusions as well as set ID functional testing all of which passed. No internal physical damage was identified during investigation.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Air in line alarm always. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.